Manufacturer narrative:
E1: initial reporter zip/post code: updated. Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, this filterwire was returned inside the retrieval sheath, and the filter bag was returned in an undeployed state. Visual inspection observed that the retrieval sheath was bent, confirming the clinical observation of delivery system bent. Additionally, functional inspection was not performed because the delivery sheath was not returned; therefore, the additional reported clinical observations were unable to be confirmed through analysis.

Event description:
It was reported that removal difficulty of filterwire occurred. A 190 cm model-fw ez was used for treatment. The patient underwent the procedure under local anesthesia with a 90 % stenosis target lesion that was located in the mild tortuous c1 segment of the right internal carotid artery. An 8f sheath and mach1 guiding catheter were inserted and a balloon was used for initial dilation. During the procedure, when attempting to implant the filterwire, it was unable to cross the lesion. Multiple attempts were made, but the delivery system became bent, and the guide wire punctured the delivery sheath. As a result, the filterwire could not be deployed or retrieved within the patient's body and was ultimately forcibly removed. The procedure was then completed using another device of the same type. There were no patient complications as a result of this event.

Manufacturer narrative:
Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, this filterwire was returned inside the retrieval sheath, and the filter bag was returned in an undeployed state. Visual inspection observed that the retrieval sheath was bent, confirming the clinical observation of delivery system bent. Additionally, functional inspection was not performed because the delivery sheath was not returned; therefore, the additional reported clinical observations were unable to be confirmed through analysis.

Event description:
It was reported that removal difficulty of filterwire occurred. A 190 cm model-fw ez was used for treatment. The patient underwent the procedure under local anesthesia with a 90 % stenosis target lesion that was located in the mild tortuous c1 segment of the right internal carotid artery. An 8f sheath and mach1 guiding catheter were inserted and a balloon was used for initial dilation. During the procedure, when attempting to implant the filterwire, it was unable to cross the lesion. Multiple attempts were made, but the delivery system became bent, and the guide wire punctured the delivery sheath. As a result, the filterwire could not be deployed or retrieved within the patient's body and was ultimately forcibly removed. The procedure was then completed using another device of the same type. There were no patient complications as a result of this event.

Event description:
It was reported that removal difficulty of filterwire occurred. A 190 cm model-fw ez was used for treatment. The patient underwent the procedure under local anesthesia with a 90 % stenosis target lesion that was located in the mild tortuous c1 segment of the right internal carotid artery. An 8f sheath and mach1 guiding catheter were inserted and a balloon was used for initial dilation. During the procedure, when attempting to implant the filterwire, it was unable to cross the lesion. Multiple attempts were made, but the delivery system became bent, and the guide wire punctured the delivery sheath. As a result, the filterwire could not be deployed or retrieved within the patient's body and was ultimately forcibly removed. The procedure was then completed using another device of the same type. There were no patient complications as a result of this event.